Event description:
A customer from the (B)(6) reported a false (B)(6) screen for a (B)(6) isolate, from a nasal swab, in association with the vitek® 2 ast-p634 test kit. Two isolates were tested from the same patient. The customer stated that one isolate was taken from a brilliance (B)(6) plate which identified as (B)(6) based on the ast-p634 results of a (B)(6) screen and a resistant oxacillin (mic= 4 mg/l). The second isolate was taken from a biomérieux tss plate and was identified as (B)(6) based on the ast-p634 results of a (B)(6) screen and a susceptible oxacillin (mic= 1 mg/l). Both isolates were resistant to (B)(6) by disc diffusion. The customer stated the result was reported as a (B)(6) based on the presence of blue colonies on the brilliance (B)(6) plate and the fact that the isolate was (B)(6) resistant by the disc diffusion method. The customer reported no wrong result was reported and patient treatment was not impacted. There was a delay in reporting results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the (B)(6) reported a false negative cefoxitin screen (oxsf) and false susceptible oxacillin for a staphylococcus aureus isolate, from a nasal swab, in association with the vitek® 2 ast-p634 card and vitek 2 v7.01 system. An investigation was performed. The presence of a (B)(6) strain was confirmed by pcr meca (B)(6) and kirby bauer cefoxitin (fox kb) resistant. The reference method, agar dilution, for oxacillin (ox) gave resistant results (ox mic value = 8 mg/l r). Tests were performed on the ast-p634 card and vitek 2 v7.01 (aes parameters : global european based + phenotypic). Two ast-p634 cards, one from customer lot # 7340502403 (cl) and one from a random lot # 7340423203 (rl), were tested from tss subculture : results: - cl : ox mic >/= 4 r, oxsf negative test but modified by aes in pos with "modification of pbp" phenotype. The ox value (>/= 4 mg/l r) is within essential agreement with the reference method mic (+/- 1 doubling dilution). - rl : ox mic = 2 s, oxsf negative test with "acquired penicillinase or modification of pbp" phenotype. The ox value (2 mg/l s) is an essential agreement error compared to the reference mic (8mg/l r). The negative oxsf test is not correlated with the disk diffusion method. Testing with vitek 2 v8.01 (on cl and on a random lot 7340467403) the mrsa strain is correctly detected, and the oxsf test was obtained positive and ox category was corrected, by aes, s to r. Conclusion: customer results were reproduced internally with vitek 2 v7.01 and ast-p634: - oxsf negative test from tss subculture (without therapeutical correction) . - underestimation of oxacillin value on the random lot .